Manufacturer narrative:
No button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer reported of wearing insulin pump in his pocket while in the car. Customer's blood glucose was between 130 mg/dl and 140 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.